Manufacturer narrative:
Investigation summary: it was reported the syringe had a foreign substance in it. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a 30ml syringe with no packaging blister. The syringe barrel has dark stains that appear to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number: 301033, lot number: 2075969. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ syringe barrel while still in the packaging. The following information was provided by the initial reporter: "contaminated 30cc luer lock syringe in pack. Foreign substance on it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-jan-2023 . H6: investigation summary it was reported the syringe had a foreign substance in it. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. The photo shows a 30ml syringe with no packaging blister. The syringe barrel has dark stains that appear to be embedded degraded resin. A visual inspection was performed on the unit returned. The plunger rod has a black stain in one of the ribs that is not embedded. It is lubricant used during the molding process. No other defects or imperfections were observed. This defect could occur if, after a repair or preventative maintenance, lubricant was left inducing the defect reported. A device history record review was completed for provided material number 301033, lot number 2075969. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ syringe barrel while still in the packaging. The following information was provided by the initial reporter: "contaminated 30cc luer lock syringe in pack. Foreign substance on it."